Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a1, a2, a4: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.